Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia due to a bent cannula with three infusion sets on (B)(6) 2026. The patient noticed symptoms after threee hours of insertion at the abdomen site and was treated with a correction bolus via the pump. No further information available.